Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that during a percutaneous coronary intervention procedure, the catheter pulled apart. The target lesion was located in the left anterior descending artery (lad), this guide extension catheter was selected and was used for stent delivery in the lad. During withdrawal out of guide catheter on through y-connector the guidezilla was damage when it came out. It was noted that the device was damaged (pulled apart but still in one piece) between the collar and the proximal marker band. This was not recognized during treatment of the patient. The procedure was completed with this device. No patient complication were reported and the patient's status is stable. Device analysis revealed a completed separation at the location of the collar and shaft bond.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Examination of the returned complaint device revealed that there was blood present on the shaft of the device when received. At the location of the collar and shaft bond there was a complete separation. The ptfe was pulled out of the collar and the end of the collar was damaged; however, the ptfe was still attached to the shaft. There were numerous kinks throughout the shaft of the device. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).